Event description:
During a follow-up, the device was interrogated and displayed the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Conclusion code not available. As received, the device was above elective replacement indicator (eri). Visual inspection revealed no anomalies. During interrogation, it was observed that the device never reached eri. Longevity calculations indicated the battery depleted prematurely. Further analysis on the device was performed, and no sources of high current were noted. Analysis performed on the battery was inconclusive, and as a result, the cause of the premature battery depletion could not be conclusively determined.